Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window and broken battery tube threads were also noted.

Event description:
The customer reported that the insulin pump alarmed while priming and insulin kept coming out. The caller also stated that the device was stuck in the prime loop. The blood glucose reading was 215mg/dl. The customer mentioned that the device also alarmed motor error. Troubleshooting was performed and the drive support cap was sticking out, but the customer did push the drive support back into the device. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.